Event description:
A malfunction was reported by the customer regarding the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. No notable events occurred before the malfunction. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.